Event description:
The clinic reported that several patients being treated for lasik vision correction were overcorrected. Additional patient details have been requested, however, these have not yet been provided. It is not known if any of the patients have lost any best corrected visual acuity or will undergo retreatment. Current data indicates that the patients were overcorrected from 1/2 diopter to 2 diopters.

Manufacturer narrative:
(B)(4). The excimer laser was examined by an amo field service technician and found that the calibration values were ok. However, it was noted that the shape of ablation appeared to be deeper than normal and the beam had shifted at the integrator and output coupler. The technician realigned the cavity optics and beam path to bring the system into optimal operation. A follow-up visit was conducted at the clinic location and the equipment was found to be operating as expected and no issues were reported.